Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred, after a bolus delivery. Customer's blood glucose (bg) level was 250 mg/dl, which was addressed with a bolus delivery. Reportedly, the customer did not have alternate therapy available at the time of the event and declined further follow-up from tandem technical support regarding alternate therapy.